Event description:
(B)(4). The uf medwatch states, "the tip of the catheter in use, broke off and was dislodged on the wire used. The radiopaque marker tip was visualized on the wire under fluoroscopy." Continuation of the event description of the uf medwatch states, "device failed (e.g. Broke, couldn't get it to work or stopped working)."

Manufacturer narrative:
Results: based on evaluation of user facility info and involved samples; based upon testing reserve samples. Conclusions: based on evaluation of user facility info and involved sample; based upon testing reserve samples. The available info was insufficient to complete the reporting decision until the user facility medwatch was received on (B)(4) 2010. The involved guidewire was returned with the detached distal portion of the progreat microcatheter for evaluation by the manufacturing facility. The returned guidewire was measured and found to be a 0.035" wire. The detached distal portion of the progreat microcatheter (including the marker band) was confirmed to be firmly adhered to the guidewire at a distance of approx 130-mm from the distal tip. The 0.035" wire is too large for the progreat microcatheter ID. It was confirmed using retention samples that forcing the progreat microcatheter over a 0.035" guidewire resulted in sticking at approx the same distance from the tip of the wire. Although the cause of the reported event cannot be definitively determined, the event description and the returned sample appearance are consistent with damage to the progreat microcatheter due to continued manipulation after becoming stuck on the guidewire, which had an od larger than the acceptable size, resulting in the reported break. A review of the device history record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. The device labeling does address the suitable o.d of guidewires that can be used in conjunction with the microcatheter. In addition, the caution statements in the IFU address this potential issue with the following: " ... Do not use material or devices larger than 0.018" (0.46mm) in diameter; do not advance or withdraw the catheter, if any resistance is felt ...; and any quick and unreasonable movement may cause the catheter to break/rupture/separate, which may result in damage to the vessel." All available info has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).